Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non functional therapy electrodes) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to the electrode belt distribution node. The heat shrink was pulled off of the pulse wires in the distribution node, causing the pulse wires to short together. The cause for the damage to the heat shrink was the trunk cable being pulled from the strain relief. The root cause for the strained trunk cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the therapy electrodes were non-functional.